Event description:
Problem with the new baxter interlink system IV catheter extension set. When changing from an IV to a saline lock, the needleless port head does not have good connection and just falls to the floor.